Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that there were no abno rmalities that would have caused or contributed to the reported condition. The returned needle was loaded into an returned device and applied to test media for functional testing. The returned needle was found to function properly and remained engaged in the test instrument throughout testing. No difficulty was experienced in loading, unloading or toggling the returned needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, the device jammed when put into the trocar. Another device was used to complete the case. There was no patient injury.